Event description:
Customer's wife reported an incident of hypoglycemia requiring treatment by layperson at a time when she attempted, but was unable to use the advantage system, due to no power. She reported the device functioned properly after batteries were replaced. A request was made for the return of the system, and a replacement was sent.